Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported rupture of the left side. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed opening on posterior. Red particles. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode." Additional, changed, and/or corrected data.

Event description:
Physician reported, left-side rupture and capsular contracture baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., g.1., h.3., h.6. Device evaluation visual analysis of the returned device identified and one extended opening and yellow particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification.based on the device analysis the final assessment is:-one sharp opening in the side posterior assessed as unidentified (tear) opening.

Event description:
A healthcare professional reported rupture of the left side. The device has been explanted and replaced.

Event description:
Physician reported, left-side rupture and capsular contracture baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.